Manufacturer narrative:
Four (4) actual samples were received for evaluation. A visual inspection with the naked eye noted scratches in the cassettes. Pressure testing was performed and leak was observed in the cassettes due to the scratches. The pull test was also performed with no issues noted. The cause of the scratches was determined to be manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of four (4) returned homechoice cassettes, a baxter technician determined there were scratches in the cassettes which resulted in a leak on all four samples. There was no report of patient injury or medical intervention associated with this event. No additional information is available.